Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, bleeding occurred due to insufficient sealing by the vessel sealer extend (vse) instrument. No error messages were observed when the issue occurred. The seal cycle was completed, and the appropriate seal tones were heard; however, tissue was cut without being fully sealed, resulting in bleeding from blood vessels within the fatty tissue of the stomach. The vse instrument was used again to address the bleeding, and hemostasis was achieved. While the extent of the bleeding remains unknown, the procedure was successfully completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a vse instrument to perform failure analysis. The log shows that the vse instrument was installed 9 times and passed homing 9 times. A total of 174 cut complete events were noted with no errors. The logs also show 16 instances of ¿erbe energy activation halted by an instrument or instrument cable connected to the lower bipolar port on the erbe while sealing with a vessel sealer instrument.¿ the error could potentially be related to the insufficient sealing complaint, either due to a generator issue, instrument issue or a user issue where they could be attempting to seal too much tissue.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis but was unable to confirm or replicate the customer-reported issue that sometimes the coagulation is incomplete. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity and ceramic dot tests. There was no problem detected.